Event description:
The customer contacted stryker to report  a non-critical issue with their device. Upon evaluation, stryker observed that the customer's device would not charge defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device would not charge defibrillation energy. After replacing the therapy pcba to repair device, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker further evaluated the replaced part at the product assessment center (pac) and the cause of the reported issue was determined to be electrical damage to the transformer that supplies voltage to the paddles sense circuit, t7.